Event description:
Nishihira k, et al. Presence of older thrombus in patients with late and very late drug-eluting stent thrombosis. J cardiol (2011), doi:10.1016/j.jjcc.2011.08.006 reported that 39 months after a (B)(6) male patient was treated with an cypher stent in the left anterior descending artery, he presented with an acute myocardial infarction with occlusive stent thrombosis. Stent failure (incomplete stent apposition or stent fracture) was confirmed by ivus. Thrombus age was organized indicating older thrombus. He was treated with percutaneous intracoronary thrombectomy during emergency percutaneous coronary intervention.

Manufacturer narrative:
(B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Nishihira k, et al. Presence of older thrombus in patients with late and very late drug-eluting stent thrombosis. J cardiol (2011), doi:10.1016/j.jjcc.2011.08.006 complaint conclusion: the complaint received via literature article states that the patient suffered very late coronary stent thrombosis with acute mi and late stent malapposition. Nishihira k, et al. Presence of older thrombus in patients with late and very late drug-eluting stent thrombosis. J cardiol (2011), doi:10.1016/j.jjcc.2011.08.006 reported that 9 months after a (B)(6) male patient was treated with a cypher stent in the right coronary artery, he presented with an acute myocardial infarction with occlusive stent thrombosis. Stent failure was confirmed by ivus. Thrombus age was fresh, which would indicate a newer thrombus. He was treated with percutaneous intracoronary thrombectomy during emergency percutaneous coronary intervention. There is no sterile lot number information available thus no DHR review could be performed. Thrombotic events, incomplete stent wall apposition and acute mi are known potential adverse events associated with cypher stent implantation procedures. These three potential events often occur simultaneously. The cypher IFU cautions that the period of antiplatelet administration must be prolonged or shortened appropriately depending on each patient's condition. Furthermore, follow-ups must be continued even after the administration is terminated to consider the restart of the antiplatelet administration depending on the necessity. It is not known if ivus confirmed complete apposition of the stents or if the stents were not completely apposed to the intimal surface of the arterial wall (incomplete stent apposition) during the index procedure. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of "cul-de-sac" formation with blood-flow stagnation that can predispose the patient to stent thrombosis. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus-eluting stents and bare metal stents. One of the predictors of very late stent thrombosis is stent overlap. Stent overlapping may increase the likelihood of subsequent stent strut malapposition and risk of thrombosis. Acute mi is a potential adverse event associated with instent thrombosis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Based on the limited information provided, there are possible vessel, procedural and pharmacological factors that may have contributed to this event.